Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use total across catheter during procedure and it was reported that the spiral/ coil of the catheter (stainless steel) became like a coil (because of the spiral cut design), that happened when getting it out from the patient/ sheath. The vessel is normal tortuous lesion exhibited 90% stenosis. There was no injury to patient or clinical sequelae reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.